Manufacturer narrative:
Concomitant medical products: w4tr01 ipg; 439888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a steady climb of both unipolar and bipolar to high impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.